Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an elective replacement indicator (eri) as of (B)(6) 2016. It was stated that the patient checked the implantable neurostimulator (ins) with the patient programmer (pp) at that time because they had woken up more "shakey'" than normal. The patient noted that the ins depleted faster than expected as the first lasted 3.5 years and this one only lasted 3 years. Follow up information received from the patient on 2016-dec-08 reiterated that the last battery lasted 3.5years, and that they barely ever turn it off. The patient notified their neurosurgeon and was told to "come in." Their level of activity has remained about the same since (B)(6) 2010 when they first had the surgery, and they have no idea why their first battery lasted longer as their settings were the same. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.